Manufacturer narrative:
Other: load wheel casting.

Event description:
It was reported that the medic was operating the cot when the load wheel casting broke. It is unknown whether there was patient involvement, however there were adverse consequences to the medic.